Event description:
This event was reported as outflow tract obstruction, progressive pulmonary edema and hypertension, systolic interior motion of sustained leaflet, bleeding (thought to be tamponade & wasn't) pt expired during explant of this device. No further info was provided.